Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 486 mg/dl at the time of incident and the current blood glucose of the patient was 408 mg/dl. Customer treated with manual injection. Customer was not using auto mode. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.